Manufacturer narrative:
Device return: two (2) used d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connectors recorded internal residual blood was present primarily between the seal and body components. During decontamination flushing fibrin clots were present/flushed out. Engineering testing and analysis to the applicable product specification was performed. The results recorded the two tego connectors leaked, failed acceptance criteria. The tego connectors were than disassembled to perform additional analysis of the internal componentry. The results recorded internal damages /tears in the seal slit. Previous investigations of similar component damages/anomalies have identified these types of component damages are consistent with incorrect techniques/usage conditions (overtightening and continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting intermittent occurrences where leakages occurred with use of unspecified dialysis set-ups and d1000 tego connectors. The initial (as translated) information received reports ".. There have been 3 complaints with tego in week (B)(6) 2017. Two times tego doesn't closed correctly .... . At the other complaint tego doesn't closed again, so it came air into the system,... The nurse saw it directly ...." . Additional event/usage information although requested was not available.